Event description:
Resident was in shower chair going over a threshold when the right front caster broke causing her to fall toward resulting in a fractured femur.

Manufacturer narrative:
Resident was in shower chair going over a threshold when the right front caster broke causing her to fall forward resulting in a fractured femur. Chair was not returned for observation and we were unable to obtain very much information. No further action required at this time.